Event description:
It was reported that the patient was having difficulty charging the ipg and was charging the device more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred six months ago from the date manufacturer became aware of the event.